Event description:
The recipient reportedly experienced a wound at the implant site. The recipient underwent revision surgery. The recipient's implant site is healed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.